Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred due to a faulty connector condition. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. The intended procedure was a routine colonoscopy which was delayed for 15 - 20 until the device was replaced. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error code was confirmed. The device evaluation found the b30 scope communication error was due to a faulty connector condition. The top cover and rear panel were bent. Also, the fan and the fan duct were damaged. One top cover screw was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.